Event description:
The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient has alleged nose irritation and respiratory tract irritation, inflammatory. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974.

Manufacturer narrative:
Additional information was received on 10/24/2024 and h11 is updated as: the manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient has alleged nose irritation and respiratory tract irritation, inflammatory. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.